Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with air bubbles. The customer states they are currently not experiencing the situation, but they know how to address the air bubbles. The customer was advised on proper storage techniques. The customer was advised the pump would be replaced and returned for analysis.